Manufacturer narrative:
Citation: abdelghani m et al. Bioprosthetic valve performance after transcatheter aortic valve replacement with self-expanding versus balloon-expandable valves in large versus small aortic valve annuli: insights from the choice trial and the choice-extend registry. Jacc cardiovasc interv. 2018 dec 24; 11 (24):2507-2518. Doi: 10.1016/j.jcin.2018.07.050. Epub 2018 nov 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of self-expanding and balloon-expandable transcatheter heart valves in large versus small aortic valve annuli. All data were collected from multiple centers between march 2012 and march 2014. The study population included 635 patients (predominantly female; mean age 81 years), 120 of which were implanted with a medtronic corevalve bioprosthetic valve and 135 were implanted with a medtronic evolut r bioprosthetic valve (23, 26, 29, 31, and 34 mm prosthesis sizes were used). No serial numbers were provided. Among all patients, 31 deaths occurred. Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation (reported for evolut r and edwards sapien 3 recipients), valve-in-valve procedures, cerebrovascular accident/stroke, transient ischemic attack (reported for evolut r and edwards sapien 3 recipients), prosthesis-patient mismatch, mild-moderate-severe paravalvular regurgitation, major vascular complications, life-threatening/major bleeding, and elevated transvalvular mean pressure gradients. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.